Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the syringe cracked and leaked when drawing up saline."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-10-18. H6: investigation summary: one photo and three loose 3ml luer-lock syringe (p/n 309657) with customer attached needles were received. The samples were visually evaluated. Two syringes were observed to have vertical cracks along the barrel wall. One stretched from just before the 1.5ml grad line to just past the 2ml grad line. One was outside of the print area and extended from the barrel roof approximately halfway up the barrel. One syringe had a diagonal crack that cut through the 0.5ml numeral down to the 1.5ml grad line. Additionally, on one syringe the needle appeared to be severely cross threaded resulting in the needle hub cracking, and part of it snapping off. As the product is sold as syringe only the cracked needle and cross threads cannot be confirmed to have come from the manufacturing process. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0037138 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the syringe cracked and leaked when drawing up saline."